Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on patient b. Results as follows: date: (B)(6) 2012; inratio: 4.3; lab: 2.1. Compared within an hour apart. Pt is taking coumadin.

Manufacturer narrative:
Investigation pending.